Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with adjacent segment disease at l3-4 and underwent oblique lumbar interbody fusion/posterior revision at l3-s1. During the surgery, the driver was used to remove set screw from l4 screw. Upon trying to remove the set screw the tip of the driver broke in the set screw.t he product came in contact with the patient. No fragments of the broken part remained inside the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of instrument tip has been broken off and the remaining portion of the tip has been twisted. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.